Event description:
On (B)(6) 2022, during a follow up, a peritoneal dialysis registered nurse [(pd)rn] reported that this patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler was hospitalized for peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient was hospitalized on (B)(6) 2022 following drain difficulty during ccpd therapy, abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken in the hospital on (B)(6) 2022 presented with klebsiella (species unknown) and an elevated white blood cell (wbc) count (exact count unknown). The patient was diagnosed with peritonitis due to unknown etiology; however, the pdrn affirmed this patient¿s infection was not due to a deficiency or malfunction of any fresenius product(s) or device(s). It was explained the patient has multiple comorbidities due to his advanced age that potentially caused this adverse event, including an active urinary tract infection at the time of the peritonitis diagnosis. The patient was prescribed intraperitoneal meropenem (dosage, frequency, and duration unknown) during this admission. The patient was able to undergo ccpd therapy on a hospital provided liberty cycler for the duration of the admission. The patient is recovering from this event with an anticipated discharge date of (B)(6) 2022. The patient plans to continue ccpd therapy on the same liberty select cycler at home upon discharge.